Event description:
It was reported that the device had suspected premature battery depletion. Additional information received indicated that the device had been removed due to elective replacement indicator (eri), replaced, and has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had suspected premature battery depletion. Additional information received indicated that the device had been removed due to elective replacement indicator (eri), replaced, and has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis:the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.